Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20324. It was reported the patient experienced ineffective stimulation through the supraorbital leads (off label). X-rays revealed the scs leads have migrated. Surgical intervention will be taken at a later date to address the issue. Date of event is unknown.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20324. Further follow up identified surgical intervention was taken to explant and replace the leads. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.